Event description:
The customer reported that the energy used for the dose calculation (18x) is not the one displayed in the fields tab of external beam planning (6x). The customer states that they have followed the recommendations given in the fsn.

Manufacturer narrative:
This is a known and previously investigated issue: "wrong energy used in dose calculation". After reviewing the customer's log files, it was found that the customer did not follow all recommended actions of the varian field service notification (fsn) during the treatment planning phase; had the customer done so, the energy would not have changed. The fsn does provide a means of detecting this discrepancy if it has occurred, as was the case with this customers issue. There was no injury or mistreatment reported as a result of this event. The customers issue has been resolved by properly following the instructions provide din the fsn. All corrective action related to this issue will be reported under the guidelines of 21 cfr part 806. No additional follow-up to this MDR is expected.